Manufacturer narrative:
Date of event: unknown. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for the additional lot numbers is as follows: medical device lot #: 7199558, medical device expiration date: 7/31/2018, device manufacture date: 07/18/2017. Medical device lot #: 7264664, medical device expiration date: 09/30/2018, device manufacture date: 09/21/2017. Medical device lot #: 7207690, medical device expiration date: 07/31/2018, device manufacture date: 07/26/2017. Medical device lot #: 7244726, medical device expiration date: 08/31/2018, device manufacture date: 09/01/2017. Medical device lot #: 7277729, medical device expiration date: 09/30/2018, device manufacture date: 10/04/2017. Medical device lot #: 7167569, medical device expiration date: 06/30/2018, device manufacture date: 06/16/2017 ". Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. However, further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: although no samples or photos were available for evaluation, bd has initiated further investigation through a CAPA to identify the potential root cause(s). Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tubes had total or partial gel migration failure. No serious injury or medical intervention was reported.